Manufacturer narrative:
The field service engineer (fse) went on site and evaluated the system due to the reported event. No system issue was found that could contribute to the reported event of incomplete side cut. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete flap side cut occurred during a corneal flap creation. Reporter indicated a blade was used to complete the cut. No patient harm was reported. Upon follow up, reporter indicated the area of the cornea in which the surgeon completed the side cut with the blade, was not good because of blade use.